Event description:
A caller reported that the insulin pump delivered insulin that was not recorded, particularly during a test bolus when insulin drops were seen, but the pump did not register any insulin delivery. Customer's blood glucose (bg) level was "40's" mg/dl. The caller took action by consuming carbohydrates and consulting a healthcare professional. The issue was resolved, as the customer successfully resumed using insulin.